Event description:
A customer contacted baxter's technical service center regarding a connection issue with a transfer set and an adapter during therapy on the home choice (hc). The home patient (hp) wanted to end therapy early as his transfer set had come apart. The technical service representative (tsr) assisted the hp with ending therapy early as requested. The hp would contact the peritoneal dialysis nurse (pdn) in the morning about the catheter. During follow up with the peritoneal dialysis nurse (pdn), it was found that the tubing slid out of the adapter. The pdn stated, the home patient (hp) came into the clinic and the pdn corrected the problem and gave the hp an antibiotic. The pdn stated the hp was doing fine with therapy on the cycler. The pdn did not have any further information. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint will be coded against the adapter; however, the code for the adapter is not known. The sample is not returned and a lot number is unknown at this time; therefore a sample evaluation and a batch review will not be conducted. If additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified because there was no sample returned to baxter, and the lot number was not provided.